Event description:
It was reported by the hcp that the patient developed fever, swelling and pain at the neurostimulator device pocket site. Cultures were taken of the device pocket and were positive for serratia marcescens. The patient was treated with both oral and IV antibiotics and the device system explanted. The infection was reported as resolved.

Manufacturer narrative:
H.6: to date the device has not been returned to medtronic inc. For evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.